Manufacturer narrative:
Device evaluation summary: the exhalation flow sensor was returned for failure investigation. The flow sensor was installed into a failure investigation test ventilator for analysis. Calibrations were performed. The ventilator failed flow sensor calibration. A visual inspection of the assembly under a scope revealed contamination on the hot film element and the support posts. This contamination insulates and damages the hot film element. The preventative maintenance section of the 840 operators and technical reference manual gives instructions on preventative maintenance procedures and frequency for expiratory and inspiratory limbs, bacteria filters, water traps and drain bags. The graphical user interface pcb xena ii (gui pcb xena ii) was returned for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The gui pcb xena ii was attached to the failure investigation test ventilator for functional testing. The ventilator powered up and was placed into ventilation mode for approximately 146 hours. On review of the ventilator diagnostic logs no errors were observed. No alarms were observed while on test. The reported failure could not be replicated. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator display a graphical user interface (gui) reset error. The ventilator was not in use on a patient at the time of the reported event. A covidien field service engineer (fse) inspected the device and replaced the gui printed circuit board (pcb). The fse performed self-testing on the device and all tests passed.